Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer crashed, and the screen went completely black, displaying an error code stating "system error. It was noted that the programmer bootup normally without any software issue. It also noted that the bezel of the touchscreen cracked. The hasp latch liquid crystal display (lcd) r was broken. The upper handle cracked. Additionally, it was noted that the media door was broken from the lower case. The connector socket card bus release pin was broken. The stylus was missed. The keyboard hinge r was broken. The software was reinstalled and updated to the latest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer crashed, and the screen went completely black, displaying an error code stating "system error." It then shut down. After a few minutes of waiting, it restarted. There was no patient involvement.